Manufacturer narrative:
Instrument data was not provided from the liat for review of instrument performance and it cannot be determined if the sample results may have been related to a low titer at the limit of detection (lod). Samples at lod can also be due to cross contamination. Without data, a root cause could not be identified. A product quality issue was not identified. Due to lack of data and information, additional conclusions cannot be provided. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 and influenza a and influenza b. The same sample was retested on a different cobas® liat® system and another platform (cepheid) and both yielded negative results for all targets. The negative results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.